Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer's latest blood glucose level was 236 mg/dl. The customer stated that the insulin pump alarmed with insulin flow block alarm. Customer was assisted with troubleshooting for insulin flow blocked alarm. And insulin exited and insulin pump alarmed during fill tubing process. Customer stated that her previous insulin pump did the same thing as well and found out the piston was not working. Customer was educated that based on troubleshooting, insulin pump was able to detect the no reservoir alarm means the piston was properly working. Customer stated that she just had her stomach operation and she admitted that she had lots of scars tissues. Advised customer to saw and talk to her doctor about it. The customer declined troubleshooting for high blood glucose level. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. No drive/motor anomaly noted during testing. (B)(4).